Event description:
Pt admitted due to pacemaker erosion of left sided pocket. Eroding through skin. Chills one month ago. Device drooping > 1yr. Pt taken to surgery for removal by laser (both pacer and wires). Removed by laser as infected. While the area was cooling, pt went into cardiac arrest. Originally when implanted, the pt developed a hematoma that required surgical evacuation.